Event description:
Needle separated from IV catheter while drawing blood. The report is considered an isolated incident. The IV catheters were procured from the regional prime vendor, owens and minor, and as per agreement, should be returned to them for replacement or credit. They should return the items to the manufacturer for their investigation.